Event description:
The catheter was replaced in 2008. The catheter "had calcium buildup on it". The patient had okay therapy for about 2 months then the pain started again.

Event description:
The pt had experienced increased pain and an increased volume in "sip". A contrast study was done that confirmed a catheter kink/occlusion at the lumbar site. A catheter revision was done. The pt recovered without sequela. The medications being via the device system were sufentanil and clonidine.

Manufacturer narrative:
(B)(4). The previously reported conclusion codes no longer apply to this event.

Manufacturer narrative:
(B)(4).